Manufacturer narrative:
Device not returned.

Event description:
This stent was revascularized after 1 year and 2 months/14 months due to sfa occlusion. Same patient as MDR report # 6000002-2007-00051.